Manufacturer narrative:
Lot - unk as not provided by reporter. Expiration - unk as lot is unk. (B)(4). Date of manufacture: unk as lot is unk. Event evaluation: still under investigation.

Event description:
Info from a study indicates that a (B)(6) female underwent evar on (B)(6) 2013. The physician placed zenith endografts including iliac limbs with spiral-z technology. The pt had mild left iliac disease and calcification with moderate left iliac tortuosity. The right iliac had not iliac occlusive disease but mild calcification and tortuosity. As of (B)(6) 2013, it was noted that the left iliac leg extension had tortuosity. Additional info received from the study on (B)(6) 2013 indicated that angioplasty was performed in the left native vessel before the procedure and an uncovered stent was placed in the left leg/leg extension after the procedure due to tortuosity. Device(s) were patent at the conclusion of the procedure with no indication of external compression, kinks, thrombus, or endoleaks. All zenith devices remain implanted.